Manufacturer narrative:
(B)(4). Date sent: 5/22/2026. D4: batch # 716d58. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut, and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have slightly nicks. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. The event reported of cutting issue was confirmed and is related to improper use of the device. The damage on the knife and washer is consistent with firing the device over an already existing staple line, a hard object, or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 716d58, and no non-conformances were identified. Additional information was requested and the following was obtained: was the firing sequence started but not completed? If yes: yes. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Goal post/legs straight. If yes, was the staple line complete? No. Was the backlight lit? Unknown. Were there two complete tissue donuts? No. Was it a partial cut? No. If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut?

Manufacturer narrative:
(B)(4). Date sent: 5/5/2026. Additional information was requested and the following was obtained: did the device have staple line issues? Malforms, missing staples, no staples etc? Staple line problems. How was the issue addressed? By changing the device. Was there a patient consequence? If yes, how was the issue addressed? No. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4: batch # unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about the device quality issue. Did the device have staple line issues? Malforms, missing staples, no staples etc? How was the issue addressed? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the anastomosis was done but too loosely and therefore not reliable. The staples came out, but the cut did not happen. No patient consequences were reported.